Event description:
It was reported that the patient experienced swelling near the incision of the lumbar spine and an episode of tachycardia of 180 (x 48 hours) in 2008. The primary care physician believed that it was most likely supraventricular tachycardia. The patient's husband noted that the swelling was significantly decreased from when it initially was noted. At the time of the visit on that month to the hcp, the swelling in the lumbar area measured approximately 1.5 x 1.5 centimeters. No tenderness was noted on palpation. The hcp indicated that it felt like "a cystic structure". The patient again presented on approx two months later, to discuss removal of the nodule. At that visit, the nodule measured 2.5 x 2.5 centimeters. The hcp noted that the nodule felt well encapsulated and "not fluid in nature". The patient was sent for a lumbar CT. Subsequently 8 ccs of clear fluid were aspirated and discarded. A pressure bandage was applied to be in place for 2 weeks. At a follow-up visit on the following month, the hcp determined that the subcutaneous fluid collection appeared to be a pseudomeningocele.